Event description:
It was reported that the pt had their device pocket revised. On (B)(6) 2011, it was reported the pt was having trouble communicating with their device. An x-ray was performed, and it was determined the pt's device had been implanted >1 cm deep, causing longer recharge time and trouble communicating with the device. The pocket was revised so the device would sit <1 cm deep. The revision was successful. Therapy was restored and the pt recovered without sequela.

Manufacturer narrative:
(B)(4).